Manufacturer narrative:
Com-(B)(4); additional information ¿ please note that the first report submitted under 3004753838-2018-12755, patient weight was omitted in error. This follow-up report is to note that should have reflected (B)(6)pounds. Additional information - please note that the first report submitted under 3004753838-2018-12755, event problem and evaluation codes: (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018 that on (B)(6) 2018, a loss of connection between the transmitter and smart device occurred. No additional patient or event information is available. Data was returned and evaluated. Data review confirmed the reported loss of connection event. A probable cause could not be determined.